Event description:
In 2005, the patient underwent uneventful cataract surgery with implantation of the crystalens in the right eye; left eye crystalens surgery was 2 months later. Postoperatively, the patient reports experiencing glare and halos od>os, which made driving at night difficult. It should be noted that the patient underwent placement of a second/piggyback iol (od) the next month and a yag laser capsulotomy 2 weeks later(od). Four months later, the patient's ucva was 20/40-1 (od) and 20/25 (os); ou was 20/25+1.

Manufacturer narrative:
Info for left eye: model #: at45; lot #: 000035; exp date: 12/31/2008; other#: 24.50 d. Implant date 2005. H4: MFR date 12/2003. The device hsitory records were reviewed and there were no discrepancies or unusual findings. The lens remains implanted in the patient and is therefore not available for evaluation.